Event description:
It was reported the insulin pump has a full black screen, which has happened before. Customer was advised of possible causes. Customer allowed the device to rest overnight and still didn't function. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.